Event description:
Additional information received indicated that the patient had no stimulation sensation after several attempts of reprogramming. The intention was to schedule a lead revision. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that high impedance values greater than 2000 ohms were found on all electrode pairs. The patient was unable to feel stimulation at 10.5v. Reprogramming was performed using electrode combination 1/2 but the patient could not feel stimulation. Impedance readings taken at .7v = 0/1: 4918; 0/2 6178; 0/3 9196; 1/2 2329; 1/3 5190; 2/3 3157 impedance readings taken at 3.0v = 0/1 4792; 0/2 6641; 0/3 8947; 1/2 2297; 1/3 5085; 2/3 3085 additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3986ilc, lot# n24391, implanted: (B)(6) 2000, explanted: na. Extension: model 7495-66, serial# (B)(4), implanted: (B)(6) 2000, explanted: na. Programmer: model 37743, serial# (B)(4). Adaptor: model 74001, lot# n301623, implanted: (B)(6) 2011, explanted: na.